Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures that had "needles pop off" issue during this single procedure? Please provide quantity of devices that were involved. How long was the delay? How was the retrieved from the patient? Procedure date. A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date; and a suture was used. During the procedure, the suture pulled off the needle while sewing in the aortic cannula. There were no adverse patient consequences reported. Additional information was requested.